Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2009 and im getting a hysterectomy (B)(6)') in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (yes). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2009 and im getting a hysterectomy oct (B)(6) ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced thyroid disorder ("thyroid problems after essure"). The patient was treated with surgery (hysterectomy (B)(6) ). At the time of the report, the medical device removal and thyroid disorder outcome was unknown. The reporter considered medical device removal and thyroid disorder to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received : new event "thyroid problems after essure", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.